Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the driver is broken but not returned with the device. It is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, we cannot discern a root cause for the failure. Although no lot number was provided, it was reported that this device is 8 years old and has not seen heavy use. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) -incomplete. Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee surgery his mitek screwdriver broke at the distal end. The sales rep reported that the broken piece had no chance of falling inside the patient due to the position of the knee and the device placement. The broken tip was found on the floor of the or. The surgeon completed the case by using vice grips to remove the screw with no patient consequences or delay. The sales rep stated the device is 8 years old but has not seen heavy use, stating the device is only used 5 times a year. The device is coming back.